Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a single gripper actuation issue with a mitraclip during preparation. It was reported that a mitraclip xtw was removed from the package and was noted that one gripper arm was at the normal 120 degree position, while the other gripper was at 90 degrees. Both grippers are usually at about 120 degrees while packaged. During preparation of the device, the grippers were tested simultaneously. The grippers were able to raise without an issue, but once lowered the same gripper that was at 90 degrees could not lower all the way to the clip arm as expected. The device was never used in the anatomy, and a replacement was use to complete the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported product quality problem and difficult to open or close (gripper actuation ¿ single) were not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported product quality problem associated with the asymmetrical grippers, and the reported difficult to open or close (gripper actuation ¿ single), could not be determined as no issue was identified in returned device analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.